Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a non-specific left ventricular (lv) lead malfunction. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the left ventricular (lv) lead was explanted and replaced due to lead fracture or failure. No patient complications have been reported as a result of this event.